Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from forceps elevator. Additionally, the crack at the distal end of the device was attributed to physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection IFU states preventative measures in tjf-q190v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The instance of a the cracked distal end of the device can be prevented by adhering to the IFU. More specifically the IFU states: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end had a crack and residual liquid, also the adhesive around the light guide (lg) lens had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.